Manufacturer narrative:
It was reported that the patient was treated with multiple rounds of antibiotics (type and dates not reported).

Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2018.

Manufacturer narrative:
This report is submitted on july 18, 2018, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the clinic, the patient experienced persistent infections at the implant site resulting in the decision to explant the device on (B)(6) 2018. It is unknown if there are plans to reimplant the patient with a new device as of the date of this report.